Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, multiple shock testing and full pace functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log was unable to confirm that the device shut down inappropriately. The device log showed that the device was in a low battery condition on 2/2/2019 during a pacing event (customer was unable to confirm event date), then shut down and re-powered back on again using the same battery. The low battery condition returned and continued for approximately 20 minutes before the device was shut down again. The device was then powered back with ac and battery connected. It could not be determined by the logs that the device had shut down inappropriately on it's own. The battery used at the time was not returned as part of this investigation. The device functioned as expected during our evaluation. No trend is associated with reports of this type.